Event description:
It was reported the video processor presented an error e227. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. The absence of the device for physical examination has limited the investigation into the reported issue. The complaint investigation process has confirmed that the failure has been previously investigated through the product technical investigation (pti) process. Historical data analysis concluded that the failure mode was within expected parameters. Reasonably known information suggests probable causes such as electrical problems like eletrical/electrical component; short circuit; open circuit; signal loss. Material problems like degradation. Mechanical problems like stress; fatigue; mechanical shock; wear and tear; deformation. Environmental problems like dust or dirt. Optical problems like light source issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.